Event description:
On 12/27/90 an ipp device was implanted. On 5/21/91 the pump was revised. On 1/28/97 the ipp device was removed from the pt due to erosion--right cylinder. A single cylinder was implanted. Add'l lot/ser no: 2259m 007.